Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited foreign object in forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign object could not be identified. Therefore, a definitive root cause could not be established. The instructions for use states the prevention methods associated with the event in: a. Chapter 3 compatible reprocessing methods. B. Chapter 4 reprocessing workflow for endoscopes and accessories. C. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). D. Chapter 6 reprocessing the accessories. E. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.